Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient a system failure occurred on a cs100 intra-aortic balloon pump (iabp); and the failure could not be eliminated by restating. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, a system failure occurred on the cs100 intra-aortic balloon pump (iabp); and the failure could not be eliminated by restarting. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, a system failure occurred on the cs100 intra-aortic balloon pump (iabp); and the failure could not be eliminated by restarting. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and checked the iabp, and found that everything with the iabp was functional. The parameters of the atm sensor and x1, x2 sensor were all within specification. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.